Event description:
It was reported that during follow up and software upgrade, the patient received a shock and the telemetry wand fell down and telemetry was lost. The device went into back up vvi mode and the patient received nine more shocks. The physician positioned a magnet on the device and the therapies were disabled. The software download was then completed and the event resolved. The patient was hospitalized for one night.

Manufacturer narrative:
No medwatch form was received.